Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touchscreen was found to be inoperative. The device was not in use on a pt when this event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the printed circuit board (pcb). The unit passed extended self-testing.